Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was removed, and a 4mm balloon followed by a 5mm pcb were used for dilation. And then an elvia stent was implanted. No patient complications were reported, and the patient was in good condition after the procedure.